Event description:
It was reported that the patient presented for a follow-up in the clinic with pocket erosion. The entire pacemaker system was explanted and replaced to resolve the issue. The patient was in stable condition.